Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's parents reported the menu button on the infusion device is non-functional. Parents stated there are no health concerns. No further information is available. No physiological effects were reported. Parents did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.